Event description:
It was reported via medwatch mw5106153 that a guidewire fracture occurred. The target lesion was located in the proximal circumflex coronary artery. A 182 graphix guidewire was selected for use. During the procedure, the guidewire broke. A portion of the detached guidewire was left in the proximal circumflex coronary artery. No further information available.